Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Preoperatively, the patient's bcva was 20/20 with mr + 2.50 -0.50 x 60 degrees. Postoperatively, the lens vaulted anteriorly and the patient's mr changed to -3.00 -0.50 x 010. Cycloplegics and iol repositioning were attempted, but not successful in resolving the lens vault. The lens was then explanted on (B) (6)2010 and replaced with another iol. Post lens exchange, the patient's mr changed to -0.25 -2.50 x 130. Patient's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens vault is unknown. (B) (4).